Event description:
--

Manufacturer narrative:
(B)(4). The device is expected to be returned for testing. This product issue will be updated when the device is returned and evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this system had been exhibiting gradually increasing right ventricular (rv) impedance and thresholds measurements. The device was electively replaced due to normal battery depletion. During the procedure, one of the setscrews was loose and it was suspected that it had not been making adequate connection with the chronic lead. No adverse patient effects were reported.